Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose levels. Blood glucose level at the time of incident was 416 mg/dl and the current blood glucose level was 400 mg/dl. Customer had been using insulin pump within 48 hours of reported. The auto mode feature was active at the time of incident. The cannula was bent. The insulin pump will not be returned for analysis.